Event description:
Pt claims to be receiving a zapping sensation like a shock 3 to 4 times a week from an spf device which was implanted during spine surgery in 2007. It was reported that the sensation started 4 mos ago and that the physician stated it was due to the nerves growing. Pt status is fine, except as described above.

Manufacturer narrative:
The device remains implanted, and was not available for eval. The DHR was reviewed and no discrepancies were found.